Event description:
It was reported that during the procedure to replace the rv lead, the right atrial (ra) lead dislodged. The right atrial lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.